Event description:
The account reported the bed exit is setting but the alarm has no audible sound. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.